Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint there was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that she was unable to receive sensor scan results on her adc freestyle libre, due to a "sensor ended" error message. On sunday morning (B)(6) 2019, the customer was taken to her hcp, where her blood glucose was checked with the hcp meter. No readings were reported, but she was diagnosed with hyperglycemia and was administered an insulin injection by her hcp for treatment. There was no report of death or permanent impairment associated with this event.